Event description:
A report was received that the patient experienced pain at pocket site and had an ongoing hassle of dealing with the device. The patient underwent an explant procedure.

Manufacturer narrative:
Only adverse event should have been checked.

Event description:
A report was received that the patient experienced pain at pocket site and had an ongoing hassle of dealing with the device. The patient underwent an explant procedure.